Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. Prior to the event, the patient was reported to be draining slowly during drain four of four of their therapy. The patient had drained 232ml of an expected 1999ml at the time of the issue. The caregiver verified that the caps were removed, the clamps were open, the pin was not pushed in, and that there were no air bubbles or obstructions in the line. The patient repositioned but there was no improvement in the patient¿s drain. The technical support representative assisted the caregiver with resetting the cycler but an m31 air detected in cassette alarm appeared. When the caregiver was unable to bypass the alarm, the treatment was cancelled. Upon removing the supplies, it was noted that fluid was found to be leaking inside the cassette area of the cycler. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient did not complete their treatment on the cycler. At this point in time, there was no report of patient injury or medical intervention required as a result of the reported leak. Additional information was requested but was not made available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and identified that the front panel bezel gasket was drooping over the center of the front panel overlay. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿heater bag not detected¿ alarm three consecutive times before treatment was cancelled. An internal inspection identified that the cause of the alarm was due to the presence of fluid within the pneumatic filter. The filter was replaced and a second treatment was initiated and completed without further complications. The internal inspection also noted evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.